Event description:
A site biomed representative reported that, while in a cranial procedure, the microscope was inaccurate per the surgeon. The microscope was integrated with a navigation system. The surgeon opted to continue using the microscope and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis. (B)(6) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Microscope accuracy was verified. System performed as intended. No further issues have been reported. (B)(6) 2014 a medtronic representative, following-up at the site, consulted the zeiss representative. It was determined that the surgeon was using the laser dots for a pointer instead of using the crosshairs. The surgeon was instructed on proper technique of using the crosshairs. System is functioning properly.